Manufacturer narrative:
Device eval summary: device eval of charger/modem sn (B)(4) has been completed. The reported problem (battery/charger fault) was confirmed. As received, the charger/modem was found to have defective components. The flash memory chips (components u102 and u105) were corrupt and needed to be replaced. The root cause of the defective flash memory cannot be positively identified. No adverse events resulted from the defective flash. The pt received a replacement charger/modem.

Event description:
A (B)(6) female pt contact zoll customer support to report that her charger displayed a message stating there was a battery charger problem. The pt was issued a replacement charger.